Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "received in 3 boxes of bone cement and noticed odor when taking it out of outer box. Upon inspection, found 2 broken viles that leaked on another box. In all 3 boxes were damaged. Product disposed of hazardous waste disposal."